Event description:
During a vitrectomy procedure, this ophthalmic microsurgical system exhibited a foot pedal error message. Another unit was used to successfully complete the procedure which was delayed approx 20 minutes.